Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. Small splints from the main tube were observed to be missing. The approximate measurement cannot be determined. Additional observation related to the customer allegation was that the instrument was found with the proximal clevis dislodged and attached to the main tube. Due to the damage at the tip the instrument was having attached which was impossible to be removed. The complaint was confirmed by failure analysis. The probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm maryland bipolar forceps instrument was broken. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 09/18/2025: the jaws were misaligned with the body of the instrument. There was no visible detached fragments nor dislodged components.